Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: it was alleged that the during a da vinci-assisted surgical procedure, arcing was observed from the tip cover accessory. Although, no patient harm, adverse outcome or injury was reported at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, "electric arcs" appeared on the monopolar curved scissors (mcs) tip cover accessory. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following additional information: the tip cover accessory was inspected prior to use and properly installed. Electrolube was not applied to the mcs prior to tip cover accessory installation. The instrument did not collide with any other instrument and no fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The distal end of the monopolar curved scissor (mcs) tip cover exhibited localized melting, which is indicative of arcing. The site did not return the mcs instrument that is believed to have been used in conjunction with the mcs tip cover. Damage appearing to be a crater-like hole was present in several areas of different sizes at the distal end and material was missing.